Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were inactivated due to fraying of the lead by the patient's clavicle. The leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.